Event description:
Patient reports not being satisfied with the treatment after 19-months since the top tooth is chipped and has had two prior chipped teeth. Additionally, the bottom three front teeth are loose. Current aligners noted as upper #9 and lower #14.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.